Event description:
The manufacturer's representative reported that the patient has been experiencing increased leg pain unrelated to chronic pain. An MRI was performed and is "questionable"; an inflammatory mass is being ruled out. A follow-up report will be sent if additional information becomes available to us.